Event description:
It was reported that the insertable cardiac monitor (icm) device was coming out from the surgical incision; in addition, the implant site had never healed. Due to this reason, the patient underwent a surgical procedure to have their device explanted and replaced with a new icm device. The new icm device was implanted at a different location. No additional adverse patient effects were reported. The explanted icm device will not be returned since it was retained by the hospital.